Manufacturer narrative:
(B)(4). The nc tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Although this device is not commercially available for sale in the u.s., it is similar to a device currently marketed for sale in the u.s. (B)(4). The device was not returned for analysis. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion located in the circumflex artery that was mildly tortuous and heavily calcified. When a tenku rx 2.5 x 15 mm balloon dilatation catheter (bdc) was advanced to the lesion and used for pre-dilatation, the balloon ruptured at 18 atmospheres during the second inflation. A new bdc was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.